Event description:
It was reported that the unit keeos turning itself off by itself. There were no alarms or error messages. No pt incident was reported.

Manufacturer narrative:
The device has been returned to masimo for eval. When the investigation is complete a follow up report will be submitted.